Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the longevity decreased from 38% to 14% in approximately a five month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 60 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. The complaint device has not been returned by the customer as it remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is "cause not established". Additional information was received indicating that a sales representative contacted technical services (ts) asking for re-evaluation of the battery status and a new safe replacement window of 90 days was provided for this device, which ends on june 2nd. 2022. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the sales representative contacted technical services (ts) again indicating that the device had reached the elective replacement indicator (eri) indicator and asked for a re-evaluation of the battery status. A new safe replacement window of 90 days was provided for this device, which ends on august 1st. 2022. Ts indicated that therapy delivery is currently unaffected. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the longevity decreased from 38% to 14% in approximately a five month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 60 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received indicating that a sales representative contacted technical services (ts) asking for re-evaluation of the battery status and a new safe replacement window of 90 days was provided for this device, which ends on (B)(6) 2022. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that a sales representative contacted technical services (ts) indicating that the device reached the elective replacement indicator (eri) indicator and asked for a re-evaluation of the battery status. A new safe replacement window of 90 days was provided for this device, which ends on (B)(6) 2022. Ts indicated that therapy delivery is currently unaffected. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the replacement procedure was scheduled. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the longevity decreased from 38% to 14% in approximately a five month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 60 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the longevity decreased from 38% to 14% in approximately a five month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 60 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received indicating that a new safe replacement window of 90 days was provided for this device. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the longevity decreased from 38% to 14% in approximately a five month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 60 days was recommended by technical services (ts). No adverse patient effects were reported. Additional information was received indicating that a sales representative contacted technical services (ts) asking for re-evaluation of the battery status and a new safe replacement window of 90 days was provided for this device, which ends on (B)(6)2022. No adverse patient effects were reported. Additional information was received indicating that a sales representative contacted technical services (ts) indicating that the device reached the elective replacement indicator (eri) indicator and asked for a re-evaluation of the battery status. A new safe replacement window of 90 days was provided for this device, which ends on (B)(6) 2022. Ts indicated that therapy delivery is currently unaffected. No adverse patient effects were reported. Additional information was received indicating that the replacement procedure was scheduled. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.